Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 1 burst of inappropriate anti-tachycardia pacing (atp) and electric shock for what appeared to be sinus tachycardia. Technical services (ts) suggested reprogramming options. Device remains in service. No additional adverse patient effects were reported.